Event description:
This report is being filed after subsequent review of the following journal article. Moein, c., et al (2011). Intramedullary femoral nailing through the trochanteric fossa versus greater trochanter tip: a randomized controlled study with in-depth functional outcome results. European journal of trauma emergency surgery, 37, 615-622. The authors performed a randomized controlled study over two years to compare soft tissue damage and functional outcome after antegrade femoral nailing through the trochanteric fossa entry point to a greater trochanteric entry point in patients with a femoral shaft fracture. Nineteen patients were enrolled in the study; ten male (mean age 32.8 years) patients were treated with a synthes unreamed femoral nail inserted at the trochanteric fossa and nine patients (eight males, one female; mean age 24.6 years) were treated with a synthes antegrade femoral nail inserted at the tip of the greater trochanter. All fractures healed in both study groups without further surgical intervention. One patient in the antegrade femoral nail group was treated for a superficial wound infection. Magnetic resonance imaging, electromyography, and cybex isokinetic testings were performed on follow-up after surgery. Magnetic resonance imaging showed hematoma in between the muscles in the operated region of three patients in the unreamed femoral nail group and four patients in the antegrade femoral nail group. Edema of the abductor muscles was documented in two patients in both groups. Iatrogenic lesions in the abductor muscles were seen in four patients from the unreamed femoral nail group and five patients from the antegrade femoral nail group; one patient from each group also experienced atrophy in the gluteus muscles. One patient in the antegrade femoral nail group also experienced a lesion in the hip joint capsule. Electromyography showed denervation of the abductor muscles as a sign of superior gluteal nerve injury in five patients in the unreamed femoral nail group and four patients in the antegrade femoral nail group. Clinical assessment and patient reported outcome revealed some limitations for intensive daily activities (i.e. Walking stairs, jogging) and reduced walking distance (less than 2 km), reportedly due to limping, soreness, and weakness in the gluteal region, in both groups; one patient in the antegrade femoral nail group reported pain as the reason for reduced walking distance. The trendelenburg test was slightly positive in five patients in each group. The authors concluded that there was no appreciable difference between femoral nailing through the greater trochanter tip and nailing through the trochanteric fossa. This is report 4 of 4 for complaint (B)(4). This report is for 2 unknown femoral nails. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Moein, c., et al (2011). Intramedullary femoral nailing through the trochanteric fossa versus greater trochanter tip: a randomized controlled study with in-depth functional outcome results. European journal of trauma emergency surgery, 37, 615-622. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.